Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) upon power-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device alarmed system error 345. A review of the event history log revealed system error 345 messages. The service history record (shr) review was completed and revealed the following: the device has been serviced within the last 12 months. Evaluation serviced the device for the same allegation. Evaluation determined the cause to be that the upstream thermistor sensor reading was out of specification and replaced to correct the issue. The reported condition was verified. The cause of the condition was determined to be an out of the specification downstream thermistor sensor reading. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.